Event description:
It was reported that the device showed eri (elective replacement indicator) on 10/6/06. Three days later, prior to generator change, the patient had occassional pause or asystole. On telemetry, it looked like no output, and then pacing would resume. The device was replaced. No further patient complications were reported as a result of this event.